Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2016. The patient manages her diabetes with an insulin pump. The patient reported that ¿at the same time¿ as the meter issue occurred, she developed symptoms of ¿frequent urination, headaches and dizziness¿ and that she consumed less food or drink. During troubleshooting the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the device. The meter powered on when inserting a test strip however would not power on when pressing the power button. Product was replaced and requested back for evaluation. This complaint is being reported as the patient developed a symptom that meets lfs criteria of a serious hyperglycemic event after the alleged meter issue occurred.